Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code and lost its programming. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found a system fault error. Functional testing was performed and replicated the reported issue. It was indicated that the circuit board was corrupt. It was unknown was caused the circuit board to be corrupted. Based on the evidence, a root cause was unable to be confirmed.